Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had completed its infusion at 08:30, earlier than the scheduled finish time of 11:16. The reservoir volume had been 8.6 ml, running at a rate of 3 ml/hr. The total volume delivered had been 138 ml, resulting in a variance of 6.2%. It had been reported that the variance was 5%, although it had been recalled as 6%. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.